Event description:
During an or procedure, it was noted that the balloon pump pressure was significantly different than the patient's radial and femoral art lines.biomed contacted and consulted with in ccu about the issue. No sequelae to the pt. Unclear at time of occurrence as to whether issue was with machine (iabp) or the disposable (balloon catheter).the iabp was tested by datascope service on 6/29/09, and all functions were tested and found in proper working order. The iabp was released for use 7/7/09 by our biomed dept.